Event description:
It was reported that an ilet bionic pancreas became unresponsive after being paused and carried in a pocket during gym activity, and the screen was observed to be slightly cracked; the device was deemed nonfunctional, a replacement was provided, and the user was instructed on shutdown, data sync to the mobile app, return of the device, and that setup would be required on the replacement, while continuing cgm use via the dexcom app or receiver. Symptoms included no change in blood glucose and no user injury. Outcomes included no need for medical intervention and no hospitalization. The returned device was received. Investigation included a review of the reported device behavior, case history, and shipping/return logistics. Investigation of this case revealed physical damage to the device screen consistent with external impact, with loss of touch responsiveness but no reported effect on glucose control at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.